Manufacturer narrative:
B3: unknown; no information has been provided to date.  Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error 1340. There was patient involvement and no patient harm reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated; however, error code 1340 was confirmed during self-check. The cause of the reported issue was unknown. As a result, the software was re-installed as preventative. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.